Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this previously implanted pacemaker was programmed to voo 40 and 60 as the patient was pacemaker dependent. After applying electrocautery, the pacemaker started to pace at v00 100 beats per minute. After some minutes it stopped and turned back to permanently pacing at voo 60. Some problems with establishing telemetry were also noted with the device. The physician decided to explant and replace the pacemaker prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this previously implanted pacemaker was programmed to voo 40 and 60 as the patient was pacemaker dependent. After applying electrocautery, the pacemaker started to pace at v00 100 beats per minute. After some minutes it stopped and turned back to permanently pacing at voo 60. Some problems with establishing telemetry were also noted with the device. The physician decided to explant and replace the pacemaker prior to pocket closure. No adverse patient effects were reported.